Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot 73m1700228. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was found jamming during usage for an electric burn surgery patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged and with the first two staples misaligned. The stapler was returned with 16 staples left in the cover block indicating that at le ast 19 staples were fired by the end user. First, the trigger cycle was completed. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, no staple fired. This was repeated four times with the same result. The stapler was disassembled and the staples were manually realigned by moving the shuttle back and forth. The stapler was reassembled and another attempt was made to fire the device. This time, a staple was able to properly form and release from the device. This was repeated four times with the same result. To simulate skin insertion, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and close into the simulated skin pad. The remaining staples were fired from the stapler with no difficulty. The misalignment of the staples initially prevented the staples from moving down the track and into the forming tool. It could not be determined what caused the staples to become misaligned. The staple tips were microscopically examined and no burrs or defects were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The misalignment of the staples initially prevented the staples from moving down the track and into the forming tool. A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "jamming" was confirmed based upon the sample received. The sample was returned with the first two staples misaligned. Upon functional inspection, the stapler was unable to fire due to the misalignment of the staples. After manually realigning the staples, the remaining staples were able to fire properly. It could not be determined what caused the staples to misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause.

Event description:
It was reported that the stapler was found jamming during usage for an electric burn surgery patient.